Event description:
The customer observed falsely elevated potassium and creatinine results generated on the alinity c processing module, serial number (B)(6), for one patient. Two samples from the same patient were drawn at the same time and one was processed on another alinity, serial number (B)(6), with normal results. Another sample was collected from the same patient also had normal results. The following results were provided: sid (B)(6) (sn (B)(6)) processed on (B)(6) 2025: potassium result = 9.82 mmol/l. Crea2 result = 16.2138 mg/dl. Sid (B)(6) (sn (B)(6)) processed on (B)(6) 2025: potassium result = 3.76 mmol/l. Crea2 result = 0.9111 mg/dl. New sample collected and processed on (B)(6) sid (B)(6) on (B)(6) 2025: potassium result = 3.54 mmol/l. Crea2 result = 0.8913 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).

Manufacturer narrative:
A single definitive part of the alinity c processing module was not identified as the cause for the result issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant /erratic results for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated potassium and creatinine results generated on the alinity c processing module, serial number (B)(6), for one patient. Two samples from the same patient were drawn at the same time and one was processed on another alinity, serial number (B)(6), with normal results. Another sample was collected from the same patient also had normal results. The following results were provided: sid (B)(6), (sn (B)(6) processed on (B)(6) 2025: potassium result = 9.82 mmol/l. Crea2 result = 16.2138 mg/dl. Sid (B)(6), (sn (B)(6) processed on (B)(6) 2025: potassium result = 3.76 mmol/l. Crea2 result = 0.9111 mg/dl. New sample collected and processed on (B)(6), sid (B)(6) on (B)(6) 2025: potassium result = 3.54 mmol/l. Crea2 result = 0.8913 mg/dl no impact to patient management was reported.